Event description:
It was reported that the implantable cardiac monitor recorded fast ventricular tachycardia (fvt) and asystole episode that were the result of device over- and undersensing. Device reprogramming was discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.